Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was found to have a broken conductor wire at proximal end near the main tube and roll gear junction. No signs of thermal damage were observed. The instrument failed the electrical continuity test, confirming a complete break in the wire. The probable root cause of the conductor wire being broken at the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires. This issue of loss of cautery due to a broken conductor wire can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the 8mm maryland bipolar forceps instrument did not conduct electricity. All other components (cables, connectors, arm, coagulation unit-erbe, new instrument) were checked and functioned as expected after replacement. The procedure was completed with no reported injury.